Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited a damaged acoustic lens (damage level; adhesive layer exposed). There were no reports of patient involvement.

Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be 30 jul 2024. This is not late. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable root cause could not be identified. Olympus will continue to monitor the field performance of this device.